Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "new wire was placed via the 8.5 fr introducer in the left ij. A tuohy-borst adapter with contamination shield was used on the wire. After insertion, while dressing the line, found sero-sang drainage in contamination shield. But then found that the drainage was leaking around the tuohy adapter. Found sheath seal had broken and sheath was open to air with the drainage leaking. So contamination shield was no longer intact and the internal system no longer sterile." No patient injury or consequence was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "new wire was placed via the 8.5 fr introducer in the left ij. A tuohy-borst adapter with contamination shield was used on the wire. After insertion, while dressing the line, found sero-sang drainage in contamination shield. But then found that the drainage was leaking around the tuohy adapter. Found sheath seal had broken and sheath was open to air with the drainage leaking. So contamination shield was no longer intact and the internal system no longer sterile." No patient injury or consequence was reported. The patient's condition is reported as fine.